Event description:
It was reported that the patient experienced syncope. The right ventricular lead exhibited oversensing of noise which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.